Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from three different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the unexpected results could not be determined; however, the possibility that inappropriate pre-analytical sample processing or unexpected vitros troponin I es reagent performance had contributed to the results could not be ruled out entirely. The investigation was able to rule out a vitros 5600 system issue.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from three different patient samples using vitros tropi es reagent on a vitros 5600 integrated system. Patient 1 result: 5.16 ng/ml vs expected <0.012 ng/ml; patient 2 result: 0.933 ng/ml vs expected <0.012 ng/ml; patient 3 result: 5.20 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected results from patients 1 and 2 were reported outside of the laboratory and corrected reports were later issued. The higher than expected result obtained from patient 3 was not reported from the laboratory. There were no allegations of patient harm made as a result of these events. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).